Event description:
It was reported that this patient underwent a right ventricular (rv) lead and right atrial (ra) lead extraction due to oversensing without pacing inhibition and isometric noise without oversensing. New leads different models were successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.